Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the completed investigation, the reported malfunctions were due to a corroded plug unit. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during installation, the screen of the colonovideoscope went black and displayed error codes e216, e226, e117, and e237.there were no reports of patient involvement.